Event description:
Event description guidant received information that, 23.1 months post-implant, this right ventricular defibrillation lead demonstrated a pacing impedance measurement of 2131 ohms and an increased pacing threshold (4.5v @ 0.5 ms). It was reported that fluoroscopy did not demonstrate any evidence of a lead fracture. It was further noted that the physician elected to explant this lead and implant another rv defibrillation lead of a different model. During the same procedure, the patient's implantable cardioverter defibrillator (ICD) was electively explanted/replaced as it was noted that the physician wanted to decrease the rate of infection caused by replacement. No complications or adverse patient effects were reported. The patient is reported to be fine.,